Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), 2011 the patient contacted animas to report he had run out of supplies and had been hospitalized with elevated blood glucose levels. On an unspecified date, the patient obtained a blood glucose level greater than 600 mg/dl and was hospitalized. Prior to this event, the patient had been unable to use the pump, as he had run out of supplies. The patient attempted to re-use a used infusion set and cartridge, and the cannula of the infusion set bent when it was re-inserted. The patient's wife reported he had no syringes with which to take an insulin injection. The manufacturer instructs patients to not reuse supplies and to have a backup plan in place for insulin delivery in cases where the pump cannot be used. Insulin pump therapy was resumed in the hospital and the patient's blood glucose levels returned to target. There was no evidence the pump or cartridge were not functioning appropriately. The patient's technique was incorrect by re-using used cartridges and infusion sets. However, as the patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after this event, and was hospitalized, this complaint is being reported.